Event description:
At one month and a half from the primary, revision surgery due to tibial tray subsidence and consequet mobilization. The surgeon revised insert, femur, and tibial components to apply a semi-constraint.

Manufacturer narrative:
Batch review performed on 17 march 2025: lot 2416660: (B)(4) items manufactured and released on 18-sept-2024. Expiration date: 2029-09-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: approximately 1 month after primary cemented tka, the tibial plateau subsides and becomes mobilized, requiring revision. The patient is valgus but rather lightweight. The images supplied do not offer a good explanation for the event; the most probable hypothesis is that the tibial bone gave way for some reason, perhaps linked to the rehabilitation program. The implant looks intact and no clue leading towards a defect or malfunction of the device could be found. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.